Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this pacemaker. It was offered engineering analysis, however hcp states md plans to replace the device soon. The device was explanted and successfully replaced. No additional adverse patient effects were reported.